Event description:
During a total laparoscopic hysterectomy on [redacted] a suture broke off the endostitch device. X-rays were obtained and deemed clear of any foreign body. On [redacted] the patient returned for a laparoscopic and robotic assisted retrieval of a foreign body in the vaginal cuff. This foreign body was half of the needle that had broken from the endostitch during the hysterectomy on [redacted]. Manufacturer response for endoscopic tissue approximation device, endo stitch (per site reporter). Device was returned to the manufacturer for failure analysis.